Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: small peice of metal came off probable root cause: thermal destruction of epoxy; improper/third party repair; improper epoxy/curing process; laser welding failure; use error; user abuse; contact with instrument. The alleged failure mode will be monitored for future reoccurrence. Mfg date: october 8, 2010. (B)(4).

Event description:
It was reported during laparascopic gastric bypass, a small piece of metal came off the 10mm 45 degree laparoscope requiring retrieval. No apparent harm to the patient.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported during laparoscopic gastric bypass, a small piece of metal came off the 10mm 45 degree laparoscope requiring retrieval. No apparent harm to the patient.